Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that non-invasive blood pressure (nibp) values were outside the specified value range. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Event description:
It was reported that non-invasive blood pressure (nibp) values were outside the specified value range. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
After further investigation this case was determined to be a duplicate report. All information regarding this reported allegation can be found in MFR report number 9610816-2026-100704.